Event description:
A customer reported experiencing a tandem mobi cartridge alarm, which cts was able to confirm as cartridge alarm 30 during the load process. Despite the alarm, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer followed the correct procedure by waiting for the prompt in the tandem mobi mobile app before replacing the cartridge. Although cts was unable to confirm cartridge alarm in history, a replacement pump was provided as a one-time courtesy due to a related issue with occlusion alarm 26.